Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up with low impedance in bipolar configuration, this was noted in april as well. Today the right ventricular lead exhibited loss of sensing and loss of capture. The patient did not experience any symptoms. The lead was capped and replaced on (B)(6) 2016.